Event description:
Reporter indicated that the surgeon used a ks-ni2 aq310ain 20.5 preloaded injector on (B)(6) 2015. When handling the screw plunger of the device, it became difficult to push, the lens rotated and became blocked inside the injector. There were no adverse events reported.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned. Method - - device work order search. Results - a device work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. (B)(4).